Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other product: 5054 non-defib lead (B)(6) 2006; 5076 non-defib lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the device had reached elective replacement indicator (eri) and a performance issue was suspected. The devicewas explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.